Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a system diagnostic test indicated high lead impedance. It was reported that the patient's seizures had increased and were above pre-vns baseline. Revision surgery is likely.